Event description:
It was reported that the patient developed a non-device and non-procedure related infection at the implantable pulse generator (ipg) pocket site. The physician believed it was a bacterium that caused a skin infection and it was not related to the device. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7176080 / 7174510, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37920451, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).